Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed "cassette not inserted correctly" alarm and bubble in dso (downstream occlusion) seal.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to contamination and dirt in the downstream occlusion(dso) sensor area. The dso sensor was replaced.